Manufacturer narrative:
Trackwise # (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A crack was observed near the plug end of the power supply. The power supply knob was observed to be missing from the device. The knob was not returned for evaluation. An electrical evaluation was conducted. The device was connected to a power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and extension cable. No sparks were observed during the investigation. Based on the returned condition of the device, the reported failure "electrical issue" was confirmed as well as for the analyzed failures "failure to deliver energy" as well as "component missing" and "crack".

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure, the or room nurse disconnected the hemopro cable from the powerssupply s/n (B)(6) and felt a shock in her hand. No patient was harmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure, the or room nurse disconnected the hemopro cable from the powerssupply s/n (B)(4) and felt a shock in her hand. No patient was harmed.